Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the original complaint could not be duplicated or confirmed. There were no defects found around the casing in the display area of the pump case. The pump was inspected under the microscope with no damage or cracks found. The pump was opened to perform inspection of the case seal and no damage was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the pump casing around the display screen was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.